Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a mildly calcified mid right coronary artery that was 99% stenosed. Pre-dilatation was performed with a 2 x 15 unspecified balloon catheter. Then when attempting to deploy a 3.5 x 23 xience xpedition stent, an edge dissection occurred which was covered with another unspecified stent. There was no clinically significant delay in procedure. There was no adverse patient sequela reported. No additional information was provided.